Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported," left side rupture". Device remains implanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in the patch/shell bond edge side assessed as an unidentified (tear) opening. (Shell thickness within specification). Additional observations: no other observations observed."

Event description:
Healthcare professional reported, left-side rupture. The device has been explanted.

Event description:
Device has been explanted.